Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review, it was found the implantable cardiac monitor exhibited a false atrial fibrillation diagnostic. No interventions were performed and the device remained implanted. No patient symptoms were reported and the device would be monitored.